Event description:
Lap chole - "dr. (B)(6) used clip and it was very sticky inside trocar causing him "have to use to much force inserting clip app." He also had 3 clip misfire, he said he did not put any pressure on handle on entry. He had to remove clips from abdomen. He commented that he does not like the action on the clip applier. He has to squeeze hard to get clip to load and it sometimes is partially closed when he is just trying to load it. Does not want to use until we address the handle squeeze issue."

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.